Event description:
It was reported that when using the bd pyxis¿ medbank tower had a cubie failed to open and user was unable to issue medication. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower had a cubie failed to open and user was unable to issue medication. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the cubie was failed to open and unable to issue medication. A field service engineer (fse) replaced the cubie tray in drawer 12, 13 and 14. Fse connected with med bank customer support specialist for remote assistance to release cubies from drawer 10 for relocation to drawer 14. After releasing them, the items still showed assigned to drawer 10 due to drawer 14 being deactivated, so the team was informed to de-assign the cubies from both drawers and reassign them correctly to drawer 14. The system functioned as intended after the field service engineer had repaired the device.